Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2b: medical device type or (product code): jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was slow blood flow through the tube and clotting by the base of the needle. No patient impact.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 06-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received 15 samples for investigation. These samples underwent functional tests to assess the device's functionality. All samples passed the testing, exhibiting no signs of damage to the device or insufficient blood flow during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that there was slow blood flow through the tube and clotting by the base of the needle. No patient impact.